Event description:
User received two pt samples that generated low results for glucose and total protein in the past two days. Only the following pt example which occurred on (B) (6) 2009, was determined to be discrepant for total protein. Initial result gave 0.1 g per dl. Sample was repeated twice, first repeat performed by original analyzer gave 6.9 mg per dl, and sec repeat performed by another cobas 6000 at customer site gave the same result of 6.9 g per dl. Erroneous results were not reported, and pts not adversely affected. The field service rep determined there was a mechanical failure of the sample probe and replaced probe. To verify analyzer performance he performed instrument testing, ran precision and controls which were within specification.